Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to communicate with a programmer or emit tones with the application of a magnet. Information also confirmed that the patient had just finished radiation treatment for prostate cancer.